Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery charger board was replaced. The sys was then found to be operating as intended.

Event description:
The customer reported the sys displayed a charger error at boot up. This is likely to result in a no boot situation for the customer. No report of pt injury.